Event description:
It was reported that the staple device wouldn¿t close shut all the way. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 412c79. B3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 412c79, and no non-conformances related to the reported complaint condition were identified.